Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error message e315, could not be identified. We could not specify root cause of the suggested event. Presumably, from the following investigation result that water/moisture invaded scope connector, which led to breakage of image sensor unit/circuit board in connector. As a result, the suggested event occurred. Due to a cut on sw2, water tightness is lost. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error code e315 (incompatible scope ). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.